Event description:
It was reported that during use of a bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore it leaked between two products 394602 and 385102.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 873701. Our records have identified a trend for leakage occurring in this batch of bd connecta. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally we have subjected the returned sample to leakage testing and found the device to be operating as expected and free from leakage. Based on our findings, the most likely root cause for this event is a incorrect joining of the two product. However, this could not be confirmed at the conclusion of our review

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of a bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore it leaked between two products 394602 and 385102.